Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use one resolute onyx drug-eluting stent in a calcified lesion in the lad but there was strut damage due to calcification. The stent was retrieved without issues. The physician decided to pre-dilate the lesion and implanted a second resolute onyx stent successfully. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
The lesion was not pre-dilated.